Event description:
In 2009, a spacer was implanted in the pt to address chronic dislocation. Eight days later, the pt was revised to address chronic dislocation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.